Event description:
Boston scientific received information that this right atrial (ra) lead was dislodged during the patient's open heart procedure. The ra lead was explanted approximately a month after the open heart procedure. The lead no longer remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Additional information received indicated that the lead was retained by the hospital. As the lead will not be returned for analysis, the clinical observations cannot be confirmed.